Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery power loss alarm. Customer had changed batteries but pump was not able to work constantly. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the insulin pump will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 25 alarm found on (B)(6) 2022. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours, and no pump error 25 alarm noted during the testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25. No low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:01:56.000. (B)(6) 2022 19:03:29.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:04:19.000. (B)(6) 2022 19:07:01.000. (B)(6) 2022 12:26:11.000 and (B)(6) 2022 12:36:01.000. (B)(6) 2022 17:04:14.000 and (B)(6) 2022 17:14:00.000. (B)(6) 2022 18:36:01.000. Pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:00:44.000, (B)(6) 2022 16:03:02.000. (B)(6) 2022 20:00:00.000, (B)(6) 2022 00:00:00.000. (B)(6) 2022 04:00:00.000 and (B)(6) 2022 04:10:00.000. (B)(6) 2022 08:00:00.000, (B)(6) 2022 12:04:37.000, (B)(6) 2022 16:00:00.000. (B)(6) 2022 20:00:00.000, (B)(6) 2022 00:00:00.000, (B)(6) 2022 04:00:00.000. (B)(6) 2022 08:00:00.000, (B)(6) 2022 12:00:00.000, (B)(6) 2022 16:00:00.000. (B)(6) 2022 21:01:37.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:37:50.000. (B)(6) 2022 17:16:12.000. Power loss alarm was expected since the battery was removed for more than 10 minutes on (B)(6) 2022 12:26:11.000 to (B)(6) 2022 12:36:01.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The power management tool confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.